Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported following a micro-stent device implant procedure in a monocular patient, and the patient's intraocular pressure (iop) was "ok". The pressure then increased. Macular folds were also reported. The patient has other moderate to severe issues but the surgeon feels that they are not related to the implanted device. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of intraocular pressure (iop) increased and macular folds; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case (e.g., patient condition preoperatively, intraoperative complications, device positioning, patient postoperative events or conditions that may have impacted iop). There is no mention of system failure. A possible root cause is that increased iop is an established risk associated with use of the system, which is clearly stated in product labeling. The manufacturer internal reference number is: (B)(4).